Event description:
It was reported that multiple minimum fill notification occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use current pump.